Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and "call tech support" error message was observed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.